Event description:
The customer stated that his blood glucose readings were different when using his 2 contour meters. While troubleshooting, he tested and received a reading of 154 mg/dl from one meter and 59 mg/dl from the other meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.